Event description:
The consumer reported the patient had experienced a loss/change of therapy. She was not getting symptom relief and was having the urgency of feeling like she had to go. The event date for the alleged report was noted as (B)(6) 2016. The patient felt better if she peed, but then it would come back soon. It was confirmed the patient felt stimulation and was on program 3 at 2.0 volts. It was reviewed for the patient to increase the amplitude. The patient increased on program 3 to 6.9 volts and the patient was not able to feel stimulation in the correct area. It was noted the patient had pain where the bicycle seat area was. It almost felt like menstrual cramps, but she was too old for them. The patient indicated she had these symptoms prior to implant. During the call, it was noted the patient kept getting poor communication. It was identified the patient was not putting the antenna over the device before pushing the sync button. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.